Event description:
It was reported that this ra lead was explanted and replaced on (B)(6) 2019 due to loss of capture without asystole. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).